Manufacturer narrative:
(B)(4). Additional information requested: which firing of the device did this event occur on for each device involved? Not sure. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? According to dr yes. Were there any feeding issues experienced with the device? Dr used to er320 firing. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Not according to drs knowledge. Did somebody other than the primary surgeon fire the instrument? If so, whom? No were all clips retrieved that did not close? No. How was case completed? Covidien clip applier was used without problems was there any patient consequence? No. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 8 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure the clips were not closing and not releasing. The doctor opened a new el5ml and on the second product the clips did not release as well. No patient consequences reported.